Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged unit will smoke as soon as it is turned on. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/23/2025 and section h11 should be reported as: the manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged unit will smoke as soon as it is turned on. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed the filters had a darker appearance with dust-like contaminants on them. The exterior of the iso port, top enclosure, heater plate, and bottom enclosure were observed to have what appeared to be dried liquid spots with a heavy amount of potential mineral deposits on them. The bottom enclosure screws were observed to have corrosion to them, likely due to liquid ingress. A dust-like contaminant was observed on the interior of the ui display bezel, top enclosure, center enclosure, and iso port. What appeared to be dried liquid spots with potential mineral deposits was observed on potential mineral deposits were observed on the inlet/outlet seal, on the blower box cap, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower box, bottom enclosure, heater plate, and heater plate spring. The manufacturer also observed hair-like particles were observed on the bottom enclosure. The manufacturer found no visible damage to the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint, or address the symptoms specified. Box d and h was updated in this report.